Event description:
It was reported to boston scientific corporation, that an obtryx halo system was used during an unk sling procedure. According to the complainant, during the procedure, the association loop was "broken off". The complainant was unable to report if the association loop split in half or if any portion of it detached from the device. The procedure was completed with another obtryx halo system. There were no pt complications and the pt's condition at the conclusion was reported as "no pt injuries". Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).